Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on november 11, 2015. Upon further investigation of the reported event, the following information is new and/or changed: (device available for evaluation). (Date received by manufacturer). (Indication that this is a follow-up report). (Follow-up report is due to additional information and device evaluation). (Identification of eval. (B)(4)). The reported issue was the presence of air noted on the duckbill within the ops valve. Additional information from the customer stated that the ops valve was placed in a line as follows: reservoir, ops, roller pump, hemoconcentrator, reservoir. Visual inspection was performed on the returned sample, during which no anomalies were noted anywhere on the device. A review of the device history record revealed no production related anomalies. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was manually run through each of these tests. The returned sample passed all leak tests and met all specifications, and the complaint was not confirmed. From the information received by the customer, the returned sample was not utilized in the vent line, as intended. A definitive root cause could not be determined, but the reported presence of air experienced is likely due to the use of the valve in the hemoconcentrator line and other unknown clinical conditions. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo cardiovascular systems corporation has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). Conclusions: conclusion not yet available-evaluation in progress. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that, during cardiopulmonary bypass, the left ventricle started to fill with blood. It was confirmed that there was no occlusion at the end of the sucker. There was a presence of air on the duckbill valve machine side on the vent line in the left ventricle. The user reported that it is doubtful that the ops valve is defective. No known impact or consequence to patient. Device was not changed out. Procedure was completed successfully without delay.